Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed no output or telemetry. The battery was found to be depleted, due to high leakage current in a transistor on the integrated circuit. It was reported that the device was explanted due to no telemetry and no magnet response. The patient presented with an intrinsic rate of 45 to 50 bpm. Further information returned with the device noted that the device was dead after 6 months. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) (integrated circuit) device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy output, none.

Event description:
It was reported that the device was explanted due to no telemetry and no magnet response. The patient presented with an intrinsic rate of 45 to 50 bpm. Further information returned with the device noted that the device was dead after 6 months. No patient complications were reported as a result of this event.